Manufacturer narrative:
Customer has not yet returned the device to the manufacturer. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results.

Event description:
User facility reported the warming device was in use with a pt for an unk amount of time when the temperature control increased from 46 degrees celsius o 70 degrees celsius. The increased temperature reportedly produced burns on the pt's feet. No information on pt treatment is available. No permanent adverse effects to pt were reported.